Event description:
The customer reported being admitted at the ER due to diabetes ketoacidosis. The blood glucose reading was 290 mg/dl, and she was treated with an insulin drip. The customer experienced shortness of breath, dizziness, nausea, and vomiting prior to the event. Troubleshooting was performed. The customer is (B)(4) pregnant. The programming, time, and date were correct. The customer stated that the reservoir and infusion set were disposed at the time of her admission. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.